Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022, the patient stated that he was sightseeing at a quarry when he had a seizure. He was unsteady and disoriented. He sat on a rock and 911 was called. His continuous glucose monitor was reading 81 mg/dl. A blood glucose was checked but no value was provided. Paramedics took him to the hospital by ambulance. He was conscious when he arrived at the hospital, but stated he was ¿having a brain fog¿. At some point, he was treated with nasal spray presumed to mean nasal glucagon, and anti-seizure medication. At the time of the report, he was at home recovering, and feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product and evaluated. An external visual inspection was performed and passed. Data review was performed using the transmitter ID and there are no calibration values available to compare. The allegation confirmation is undetermined because there are no calibration values to compare.